Event description:
Pt underwent a partial medial/lateral meniscectomy, anterior cruciate ligament repair with radio frequency repair and chondroplasty of 3 knee compartments of the left knee at facility. This pt's history includes multiple previous surgeries. On 8/2002 facility was notified by another facility regarding a retained foreign body that had been removed from this pt's knee during an orthopaedic procedure at their facility. The foreign body was identified as a disc from an arthrowand by the surgeon. This instrument is for single use only and is disposable. The disc in question is approx 3mm in diameter and extremely thin. This would not be a part of a surgical count and would not be noticed as missing. Surgical director notified arthrocare's quality rep and risk rep of this occurrence.